Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with an unspecified juvéderm®. The next year, the patient experienced ¿bumps¿ all over the face, under the lips, and sides of the cheeks¿ that were described as ¿pretty thick¿ on the upper lip, some on the jawline, and on the cheekbone, the size of ¿maybe a dime or nickel.¿ a CT scan confirmed the nodules. The patient as treated with amoxicillin that they had just completed, and steroids were considered next. The filler looked like it was ¿protruding out the sides of the face.¿ event was ongoing.